Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 200 mcg/ml at a dose rate of 37.26 mcg/day via an implantable pump. It was reported that the pump was implanted (B)(6) of 2020. The date (B)(6) 2020 is considered an approximate date of implant (specified month and year known only.). Since (B)(6) 2020, dose increases of 5 to 10% had taken place with little effect on spasticity.  It was further reported that there had been always less drug inside the pump reservoir than telemetry showed or pump calculated. Diagnostic the sts/troubleshooting included accurate record keeping.  The following volume discrepancies occurred at pump refills regarding expected reservoir volume (erv) and actual reservoir volume (arv): (B)(6) 2020 - erv: 2.5 ml, arv: 1.7 ml, (B)(6) 2021 - erv: 3.0 ml, arv: 1.8 ml,  (B)(6) 2021 - erv: 3.2 ml, arv: 2.2 ml,  (B)(6) 2021 - erv: 2.9 ml, arv: 1.6 ml,  (B)(6) 2022 - erv: 2.3 ml, arv: 1.0 ml,  (B)(6) 2022 - erv: 2.9 ml, arv: 1.2 ml, (B)(6) 2022 - erv: 2.4 ml, arv: 0.4 ml,  (B)(6) 2022- - erv: 3.1 ml, arv: 0.4 ml, and (B)(6) 2023 - erv 2.5 ml, arv: 0.4 ml. The patient showed no overdose or underdose symptoms.  Factors that may have led or contributed to the issue were unknown.  To be on the save side, the patient had always called in a fortnight earlier than the refill date to prevent the risk of idling.  The issue was not resolved as of (B)(6) 2023.  No surgical intervention occurred and it was unknown if surgical intervention was planned.  The patient was without injury regarding their status as of (B)(6) 2023.  The patient's age at the time of the event was 53 years and 11 months.  The patient's medical history and weight was unknown or would not be provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Regarding results of the catheter x-ray, catheter imaging was unremarkable. A new pump implant was performed on (B)(6) 2023 and no pump refill had since been performed until now. A dose increase was further noted. The patient could leave the hospital and went home. The device was being returned to the manufacturer.

Manufacturer narrative:
H3: analysis of the pump identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1 update: the type of reportable event was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. H6 correction: the previously applied device code a1407 is not applicable and has since been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Suspicion of a pump malfunction was indicated. Less drug in the pump than calculated was reported. The expected and actual reservoir volume with filling of the pump did not correspond. Post-operative increase of symptoms with the same dose and symptoms of ¿too fast drug administration via the pump¿ was indicated. The pump was explanted and replaced. The as per the log provided, the pump administered baclofen with concentration 200.0 mcg/ml at a dose rate of 40.25 mcg/day as of (B)(6) 2023.